Event description:
A non-healthcare professional reported that, following intraocular lens implantation surgery, the implanted lens was found to be scratched. Hence the lens was explanted in a secondary procedure. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. A batch record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the medical device file were met. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).